Event description:
During preparation for cardiopulmonary bypass, the user observed that one of the roller pumps of the heart lung console did not function when the pump's control cable was moved slightly. There were no adverse consequences to the pt as a result of this event.